Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's display assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device display was blank. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed device display and determined foreign material found on the display pcb was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device display was blank. There was no patient use associated with the reported event.